Event description:
Per the clinic, the patient experienced a wound dehiscence and an infection at the implant site resulting in loss of osseointegration. Subsequently, the patient underwent revision surgery on (B)(6) 2024, of a wound washout. However, this did not alleviate the problem and patient experienced an exposure of the implant, resulting in decision to explant the device. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.